Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.50 x 16 synergy drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the stent was kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.